Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced a low glucose event and perceived no alarm, while logs showed the device issued a low alert concurrent with a dexcom g7 reading of 69 mg/dl and that multiple audio settings were changed during the event; the issue aligns with a low audible alarm related to the speaker/sounder component, and the trainer later adjusted volume and time settings after which alarms functioned normally. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included insufficient information regarding health impact. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed a known interferent related to audio settings and timing configuration, with device logs confirming alert generation and repeated user-driven audio level changes implicating the speaker/sounder pathway. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.